Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was rerun in duplicate, and the correct results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
The customer called the siemens technical solutions center (tsc). After evaluating the instrument data, the tsc specialist instructed the customer to clean all probes and drains. The customer did so. The customer stated that the rerun result correlated with the clinical picture of the patient, and that other tests were being run on the instrument for which there had not been any other discordant results. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.